Manufacturer narrative:
Section a.1 patient identifier reached character limit, the full ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 for a 57-year-old white female. Patient history includes: rheumatoid arthritis, fibromyalgia, ibs, asthma, type 2 diabetes, hay fever, anxiety / panic disorder and taking medications budesonide + formoterol inhaler, cetirizine, fexofenidine, folic acid, hyoscine butylbromide, ibuprofen, leflunomide, methotrexate, omeprazole, paracetamol, prednisolone, salbutamol, and sertraline. The following results were provided (reference range 9.0-19.1 pmol/l): on (B)(6) 2026, sid (B)(6), initial free t4 result= 26.10 pmol/l; repeat results= 18.54 pmol/l, 15.95 pmol/l; (B)(6) 2026, repeat results= 12.31 pmol/l, 11.32 pmol/l additional results provided: pt result= 9.6 (reference range 9.7-12.0), inr result= 0.5, aptt result= 22.9. There was no impact to patient management reported.